Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. The device was to be turned off for comfort care so no further action will be take with device. No adverse patient effects were reported. The device remains implanted.